Manufacturer narrative:
A ge rep evaluated the sys and replaced the hard drive and hard drive cable. The sys operates as intended.

Event description:
The customer reported the sys stopped working during a case. No pt injury was reported.